Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The right monitor was replaced. It was also determined that the collimator cover was physically damaged. The cover was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's right monitor went blank during a procedure. There was no adverse patient involvement reported. There was no patient information reported.